Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to dissociation.

Manufacturer narrative:
See d4 expiration date, d9, h2,h3, h4 and h11. Complaint has been evaluated and is similar to previous report number 1644408-2018-00026; 508-44-101, s817 - dissociation, revision surgery. Note: the items associated with this investigation were returned to djo surgical - austin for examination. An inspection, of the head and baseplate that would be more prone to a disassociation, could not be attempted due to excessive damage. The damage was most likely due to being extracted. The size verification inspection that could be verified was found to be acceptable. Taper angle and taper diameter of head and baseplate are subject to 100% inspection. The dhrs evidence that all critical dimensions and specifications were met when all components were released from djo surgical, see attached work orders and purchase orders. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.